Event description:
The core sumex drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was found in the motor end and drill coil assembly. The motor was replaced due to the error message and preventative maintanance was performed on the device prior to its return to the user facility.